Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed that the electronic patient gas system (epgs) could not be powered up or tested as the 15-pin connector was damaged, preventing connection to the heart lung machine (hlm) simulator. Pins 5 and 15 were both damaged. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Per the user facility's biomedical technician, the module for the epgs was not coming up. The user facility was sent a replacement epgs.

Event description:
The user facility's biomedical technician reported that during preventive maintenance (pm) of the device, the electronic patient gas system (epgs) was not turning on. There was no patient involvement.